Event description:
It was reported that during a da vinci si gastric bypass procedure the jaws of the bowl grasper instrument would not close. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was placed on an is3000 system and driven. Recognition and engagement test passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. An additional observation not reported by the site was tube damage. Black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .070 x .020 piece missing roughly .365 above the instruments snake wrist. The insulation also exhibited various other scratches and gouges at the distal end without material removal. Engineering concluded the damage was likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.